Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The device was reprogrammed on (B)(6) 2022. There were no patient consequences.